Event description:
It was reported that the device screen was red and had an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal is removed, found bubbled downstream sensor seal, corrosion on battery springs and scratched lens. The device's event history log was reviewed for evidence of the reported event, and nothing was found. Since no issues with the device were found, no root cause for the reported event could be determined and no repairs or actions were needed. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.